Event description:
Patient due to be given 100mls digoxin over 20 minutes. 100mls was given over 4 minutes. At the end of the infusion, pump stated 22mls had infused over 4 minutes, but the infusion bag was empty. Pump stated 77mls were remaining. Reporting due to an overdose as a conservative measure. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was provided and reviewed. Upon the log analysis, an infusion is recorded on log at date of 12 april on evening (not 13 april as it was mentioned in the complaint). Events are recorded in order from most recent to older. At 22:09, flow rate @ 300.0 ml/h is launched. Less than 5 minutes after start, an upstream occlusion has been triggered (probably the end of bag). After, the pump didn't restart infusion and is switched off at 22:28. Total volume infused recorded from 22:09:20 to 22:13:54 = 22.86 ml theoretical volume compared to elapsed time: 4,56 min x 300 ml/h = 22.8 ml so, volume infused recorded corresponds to theoretical volume. Therefore, the history data could not confirm events described in complaint. The reported device was not returned to france, so no investigation could be performed. Only the data log was provided and reviewed, and it could not confirm the reported event. Possible explanation of reported issue: the bag was already partially empty at infusion start, or an unexpected leakage on the line was present. Note: the pump has been checked by technical service and quality control was done and all tests performed are compliant. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.